Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of stenosis, thrombosis, and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, stenosis, and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The deaths mentioned are filed under another medwatch report number.

Event description:
This is filed for the serious injuries. It was reported through a research article identifying the xience family of stents that may be related to the following: death, myocardial infarction, target vessel revascularization, stent thrombosis, intervention and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, "device profile of the xience v and xience sierra stents for the treatment of coronary artery disease: an overview of safety and efficacy." Please see article for additional information.